Manufacturer narrative:
Section h10: (h3) the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during an initial procedure on a male patient, the surgeon was using the tri-driver to ream the glenoid and ¿the collar from the tri drive modular handle sprung off¿ and the reamer fell with it. The spring was broken, and we were unable to fix the collar. The collar and reamer fell into the patient. The surgeon was able to remove both parts that fell into the open wound. Delay was due to the reamer breaking, having to get out the two products that landed in the open wound, open a new tray and put the new driver onto power to continue with the procedure. Patient had no implants prior to the procedure that I know about. Patient was last known to be in stable condition following the event. Device to be returned.